Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on (B)(6) 2021 mentor became aware that it erroneously submitted the incorrect value in e2 (2. Health professional?) Of the initial report.

Manufacturer narrative:
The investigation of the returned photo was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/pain. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 400cc mentor memorygel breast implant experienced spontaneous left sided ruptured accompanied by palpable lumping and breast pain post procedure. As a result, an explant is planned for (B)(6) 2021.

Manufacturer narrative:
Additional information was received on september 15, 2021. In addition to the left sided rupture reported initially, the patient also experienced several unexplained systemic symptoms post procedure. The symptoms were described as painful and debilitating, however the exact nature of the symptoms was not specified. This report relates to the left prosthesis. See 1645337-2021-11256 for contralateral prosthesis report. Reason for device explant and/or reoperation: generalized illness/rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 16, 2022. An additional breast reconstruction of unspecified nature is scheduled for (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 25, 2023. The pathology report was provided. See b6 for results. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 16, 2021. The rupture was confirmed through magnetic resonance imaging. Additional information was received on august 18, 2021. The explant surgery was removal only. There was no device replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 24, 2023. An additional reconstructive surgery is planned for (B)(6) 2023. Manufacturer¿s reference number: (B)(4).